Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A customer reported that during a procedure, a specimen was stripped away by the intubation tube.